Event description:
The customer observed error code 1118 (invalid test results, intercept too low), while running some pts' samples on the axsym digoxin iii assay. There was no impact to the pts' management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.